Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, 25% of the shell is missing. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on radius assessed as unidentified (tear) opening. - 25% of the shell is missing assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.